Manufacturer narrative:
Additional information: through follow up it was learned the lens was explanted on (B)(6) 2017. There was no wound enlargement and no complications. The incorrect power was selected ¿ unrelated to lens. The patient is in good health and the explanted lens will not be returned. Because of the additional information received, the following fields have been updated accordingly: outcomes attributed to adverse event ¿ updated from other serious to required intervention. If explanted, give date - updated from unknown to (B)(6) 2017. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens remains implanted. However, an explant is scheduled. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 25.0 diopter intraocular will be explanted for a different power symfony lens. No further information was provided.